Event description:
A customer encountered a "signal loss" message with the abbott diabetes care (adc) device and was, therefore, unable to obtain readings or glucose alarms. Reportedly, the customer got too much insulin from the pump and felt weak and almost fainted. The customer visited a health care provider but no details were given. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted if more information is obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.